Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that occlusion alarms occurred. Customer changed the pump supplies to address the issue. Ultimately, the customer reverted to an alternate method of insulin delivery. Customer¿s blood glucose level was 256 mg/dl.